Manufacturer narrative:
The insulin pump had intermittent button response on the up arrow button due to moisture damage on keypad traces. No unexpected numbers ramping noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer's numbers were scrolling on their insulin pump. It was found the problem occurred when the customer attempted a bolus delivery. It was found the insulin pump was not exposed to moisture. Customer's blood glucose was 7.9 mmol/l. The customer was advised their insulin pump would be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)